Event description:
It was reported that this left ventricular (lv) lead exhibited possible loss of capture (loc) on the presenting electrogram (egm). Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.